Manufacturer narrative:
Cec adjudicated non-q-wave mi (vessel unknown), mdt extended historical spontaneous. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec adjudicated the death as a cardiac death. Cec also adjudicated stent thrombosis as not an event. It was reported that the patient presented with chest pain approximately one month post index procedure. The patient was found to be hypotensive with a change in mental status and unilateral weakness of rue and rle. The patient required bolus for hypotension. Approximately seven weeks post index procedure, the patient was non-responsive to stimuli and was transferred to ICU, and the patient died. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of death is year valid only.

Event description:
During the index procedure one resolute onyx stent was implanted in the prox lad. Approximately one month post procedure the patient suffered extensive coronary artery disease. The patient was treated with medication but respiratory status declined. Comfort measures were taken but the patient died. Death was non sudden cardiac death.